Event description:
Hospice nurse walked into patients room and allegedly found the patient hanging from the bed. Death is alleged.

Manufacturer narrative:
RMA 859642706l has been initiated for this issue. Model 5410 low bed - serial number/date (B)(4) is approximately (B)(6). The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the hospice or consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the hospice or consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition included; dementia, seizures and blackouts. Her stability and medication regimen are unknown . The consumer was a (B)(6) whose height and weight are unknown. The (B)(6) county medical examiner's office performed an autopsy and the cause of death was ruled accidental-position compression asphyxia. The facility did not take pictures, but the police department did (they treated it as a crime scene). The resident was admitted into hospice on wednesday ((B)(6) 2011). She was placed in the bed on wednesday (B)(6) 2011. Hospice assessed her needs and requested the bed system (low bed, low air loss mattress and ½ rails). The hospice has three shifts in the home. They service approximately 6 residents. The third shift starts at 11:25 pm. At 11pm, the nurse went in to check on the patient. She provided ice water and tucked the patient in. The replacement nurse went in at 11:25 pm to follow up on her and the resident was found with her head lodged between the mattress and the bottom rail. The consumer and the sheet beneath her had slid down the bed. The resident was allegedly lodged on the bottom half of the right side of the rail. The sheet, blanket and body had slid down. The consumer was wrapped in the sheet, but it was not twisted, therefore (B)(6) feels that the resident was strong enough to get out or call for help. Based on the information provided by (B)(6), it seems that the consumer was found in zone 2&4. Hospice believes that the consumer "used our product to commit suicide". The police department was called to the scene and the (B)(6) county coroner came out to investigate.